Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was above 500 mg/dl and 216 mg/dl. The customer treated high blood glucose level with insulin pump and manual injection. The customer declined troubleshooting. The device will not be returned for analysis.